Manufacturer narrative:
Follow-up # 2.the lay user/patients test strips have been returned and further evaluated by lifescan product analysis with the following findings: the test strips involved with this complaint failed testing. The test strips was found to be contaminated. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1: the lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips failed testing. The reported issue was confirmed. In addition, several other issues were noted. When the test strips were tested with control solution, an error 4 was observed with no assignable cause found. They were also found to have results greater than 50% of the mean under the lower control solution range when tested with control solution. Furthermore, the assay did not start during control solution tests with no assignable cause found. It was also noted that the test strip enzyme had been contaminated, the top tape had been damaged and finally, that the vial had been over labelled by a third party. Additional tests were performed on the test strip vial and the desiccant; these tests did not confirm the complaint. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4), alleging inaccurately low control solution results. The reporter obtained a control solution reading of "8.5mmol/l" on the subject meter. This falls out with the control solution range of "5.7 - 7.7mmol/l" for this strip lot. This complaint is being reported because the reported results did not meet lifescan's accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.